Manufacturer narrative:
The device remains in service. A request was made for the field representative to obtain the name of the physician for this case, as well as to know how the issue was resolved. This report will be updated when additional information is received. The field representative provided the name of the physician, and noted the hospital planned to see the patient in a few weeks to further evaluate the ra lead. There were no adverse patient effects due to the loss of atrial capture. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) stored a rythmiq episode that appeared to show loss of atrial capture, or possibly farfield sensing. The episode was submitted to technical services for review. Technical services reviewed the episodes and device data from the remote monitoring system. Loss of capture on the non-boston scientific ra lead was confirmed, as well as varying impedance measurements from 450 ohms to 850 ohms and occasional high pacing threshold increases from 1v to 2v. The artifact on the ra channel was not farfield sensing of the ventricular activity; it appeared to be in 50ms intervals, indicating it was the minute ventilation (mv) sensor. However, the artifact was not currently being sensed by the device and was not posing an issue. Technical services suggested bringing the patient in to further evaluate the ra lead and to try to recreate noise and abrupt impedance changes with movements and various postures/positions. Programming considerations were also discussed, due to the potential for the mv sensor to become oversensed. No adverse patient effects were reported.